Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
The customer contact reported no flow. A primary tubing set was being used to deliver an unspecified medication via a symbiq pump. At an unspecified time, a secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified medication. The primary solution container was lowered below the secondary solution container. It was reported the secondary medication would not flow. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.